Event description:
A (B)(6) male patient contacted zoll customer support to report that there was a problem with his battery pack. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (problem with battery) has been confirmed. As received, the battery was non-functional with an output voltage of 3.36v. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.